Manufacturer narrative:
The device was returned to the service center for evaluation. Sharp dents were noted on the scope¿s probe unit. The cement was peeling on the objective lens. The scope¿s image was checked and white dots were noted on the center visible on orange cone. There were twenty broken elements observed in the scope¿s ultrasound image. Further inspection found chemical damage on the insertion tube. The control knob movement was note to be loose with play and low tension. The scope¿s ID chip showed 661 total uses. The cause of the scope damage cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the scope image appeared abnormal. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.